Manufacturer narrative:
The customer¿s complaint of unregulated flow was not confirmed. Review of the device event logs for all four pump module logs during the time period of interest, for events that occurred after the error condition was logged but before the system was powered down, found no events that would explain the report of unregulated flow. The logs indicate that each pump module was stopped separately a few minutes after the error condition occurred. Each of the returned devices was inspected externally and internally. The devices were found to be in good working condition, and rate accuracy testing found all devices to be delivering fluid within specifications. No issues were found that could explain the report of unregulated flow. The customer¿s report of a communication error was confirmed in the devices logs and replicated during testing. Data from the associated pcu event log was reviewed for the time period of interest. The data indicates that the pcu was powered on at 1:55 pm on (B)(6) 2015 with 4 pump modules attached, programmed for a basic infusion, insulin, norepinephrine, and nitroglycerine. At 2:09 pm the log shows a flow stop open alarm and infusion started for the insulin infusion; at 2:10 pm a flow stop open alarm and infusion started occurred with the norepinephrine infusion, and at 2:11 pm a check IV set alarm and infusion started event occurred with the nitroglycerine infusion. A few seconds later delay start was selected on the device infusing norepinephrine, and the device was paused. One second after the norepinephrine infusion was paused, the error log recorded an error code 800.8000. The events found in the log were duplicated, and testing was able to replicate the 800.8000 error condition. Testing showed that when the error occurs the message on the pcu main screen indicates system error 255-16-275, accompanied an audio alarm and blinking red arrow. During an 800.8000 error condition any infusions in progress continue uninterrupted but infusion parameters cannot be edited because while the system is in the error safe state, the keys are disabled, and ¿communication error¿ scrolls across each of the pump modules display. Generating a flow stop open alarm then closing the door and rapidly starting the infusion can result in the infusion starting, however after an lvp state change, such as stopping the infusion, an 800.8000 system error occurs. The system error in this case is due to the race condition of starting the infusion on the pcu at the same time as clearing the alarm event on the module. The small timing window in which the race condition can occur requires the user to use two hands to operate the pcu and lvp simultaneously. The root cause of the reported unregulated flow was not determined. The root cause of the customer¿s experience of a communication error has been identified as a software timing issue, when using two hands to operate the pcu and lvp, simultaneously clearing the pump module alarm while starting the infusion.

Manufacturer narrative:
The devices have been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that when switching levophed and nitroglycerin to another pump and pcu the system displayed a communication error message and the nurse was unable to restart or turn off the modules. Reportedly, during this time, the nurse observed unregulated flow of medication occurring. The patient's blood pressure was noted to be 250/125. The medications were clamped off and the infusions were transferred back to the original system. The patient's blood pressure was subsequently stabilized using unspecified medications. The patient has reportedly recovered without lasting effects from this event.